Event description:
Customer reported low battery alarms after changing his battery several times. The customer also stated the insulin pump did not alarm for him for a glucose reading. Customer's blood glucose was 340 mg/dl. The customer also stated there was not damage to the battery compartment. Troubleshooting found the insulin pump passed the self test. The causes of a blank display was explained to the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.